Manufacturer narrative:
The investigation confirmed that there was corrosion under the identification plate of the battery as well as extensive corrosion throughout the battery. The battery did not leak during evaluation but the corrosion throughout the battery is evident of fluid ingestion. The likely cause of the fluid intrusion and subsequent leaking is improper sterilization by the account and failure of the umbrella valve.

Event description:
It was reported that the battery leaked after sterilization. There was no patient involvement, no adverse event was associated with the battery.

Event description:
It was reported that the battery leaked after sterilization. There was no patient involvement, no adverse event was associated with the battery.

Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated.